Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the interpulse handpiece with bone cleaning tip was being used in a procedure when it was observed to leak a yellow debris onto the sterile field. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with bone cleaning tip was being used in a procedure when it was observed to leak a yellow debris onto the sterile field. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A partial handpiece was returned for evaluation. Only the handpiece with some internal components (motor, gears, resistor support and resistor) were received. All metallic components were corroded. Battery pack, electrical cables and tubing were removed and not returned. Since an incomplete unit was returned no additional testing can be performed. Therefore, the claimed condition was not confirmed. The device was scrapped at the manufacturer.